Manufacturer narrative:
A product evaluation was completed on the returned catheter. The reported event of "leaked from the svo2 port" was confirmed. Interlumen leakage was found at 0.1" from proximal infusion port, between optical and infusion lumens. Cut down was performed on catheter body. Leakage was observed from a 0.01" wide hole on the proximal infusion lumen wall. Infusion lumen port was restricted by adhesive-liked material. Trail of adhesive was observed around lumen port. All other through lumens were patent and did not leak. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No other visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. According to preliminary investigation, it can be concluded that this nonconformance could be related the manufacturing process. During evaluation, it was determined that this condition could be caused by incorrect handling of the catheter after the operation of plug slot and before uv cure. After performing the operation, the catheter must be placed in a container vertically; if it is not placed this way, the adhesive can occlude the infusion lumen. A root cause for the catheter body damage could not be identified, as established process controls are in place to prevent the occurrence of the reported malfunction. As part of the manufacturing process, 100% of units undergo a flow test and visual verification. With the provided lot number, the device history record review was completed and the product passed without nonconformances.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, small flow of propofol leaked from the svo2 port of a swan ganz catheter. Propofol was being delivered through the vip port. Catheter was removed from the patient when they arrived at the cvicu. There was no patient harm.